Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient implanted with an impella pump experienced a purge pressure high alarm and a block of the purge system. No kinks were identified. No patient harm was reported.

Manufacturer narrative:
H6, health effect impact code, has been changed from f1905 to f26.

Manufacturer narrative:
Upon review of the provided information, the changing of the purge cassette did not resolve the issue and the issue of high pressure purge is already captured within the pump (MFR 1220648-2026-07846) there is currently no allegation of a malfunction or serious injury associated with the purge cassette. A regulatory report is no longer necessary. H6 medical device problem code revised.